Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the on site device inspection, that the light source's power unit failed due to a defective front panel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a technician and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the device does not function occurred due to power supply unit failure. Olympus will continue to monitor field performance for this device.